Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message, and a green and amber light emitting diode (led) on the camera. The manufacturing representative (rep) also reported that the camera cart would not get past the "unable to connect please contact it" screen. Technical services (ts) recommended performing a hard reboot and the result of that was pending. Ts recommended performing a reboot with another interconnect cable, but no other systems were available. Additional information was then received. It was reported that the rep called to open network device interface (ndi) toolbox. He found the following: bump detector battery fault, return for service. Bump detected, accuracy assessment recommended. Storage temperature exceeded. Camera faulted due to the camera complementary metal oxide semiconductor (cmos) battery. No patient present.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the camera was replaced. The system proceeded to perform as intended. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p903410, was returned to the manufacture for analysis. Analysis was performed for this event. In summary, the analysis concluded that the returned psu contains scratches on the housing lenses. A check of the event log revealed intermittent firmware incompatibility dating back to august 2020 and intermittent illuminator current low, dating back to june 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .508mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.